Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring motor error alarms during bolus attempts. The customer did not report any damage to the drive support cap. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer reported that she was unable to exit the rewind and preparing to prime stages. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.